Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead was found to be unable to sense. The physician alleged an unspecified rv lead helix rotation issue as the cause of the reported malfunction. The rv lead was removed and replaced, and the procedure was successfully completed. No patient consequences were reported.

Manufacturer narrative:
Correction h6: codes should reflect lead not being returned.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed while reported event of loss of sensing was not confirmed. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.